Event description:
It was reported that patient experienced unspecified issues with artificial urinary sphincter (aus) cuff. Patient underwent a replacement surgery due to unknown reasons. No information about the patient outcome is available at the moment. Additional information was received. Patient experienced recurring incontinence. Cuff was explanted due to urethral atrophy.